Event description:
A customer site in (B)(6) filed a complaint case for a patient who generated discrepant results between the cobas ampliprep/cobas taqman hcv qualitative test, v2.0 ce-ivd and the cobas ampliprep/cobas taqman hcv test, ce-ivd. The patient had generated (B)(6) results for (B)(6) with the cobas ampliprep/cobas taqman (cap/ctm) hcv qualitative test, v2.0 ce-ivd. After the initial (B)(6) cap/ctm hcv qualitative test, v2.0 result was obtained, the patient was tested with the cap/ctm hcv test, ce-ivd (quantitative) a few days later and a target not detected (tnd) result was obtained. It is unknown if the same sample was used for the testing performed. No further information relating to the patient was provided. Since the (B)(6) results agree with the (B)(6) results obtained with the cap/ctm hcv qualitative test, v2.0, the issue is being investigated as a potential under-quantitation with the cap/ctm hcv test, which generated a tnd result.

Manufacturer narrative:
A definitive conclusion cannot be drawn at this time, as the investigation into this issue is ongoing. The outcome of this investigation will be communicated through a follow-up report. An equivalent product exists in the us: cap/ctm hcv test us-ivd. (B)(4).